Event description:
While resetting or after c-section, I noticed this particular c-section pack was missing the entire clear bag insert that belongs in the round basin that includes the following: 4 needles, 2 blades, scratch pad, marking pen, ns [normal saline] stickers, measuring tape, plastic cord clamp, and syringe. Another kit was opened to obtain missing items.